Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after a syncopal event and head injury. Review of merlin transmissions revealed that the right ventricular lead exhibited low pacing impedance and loss of capture. The physician alleges that the syncope was caused by loss of capture. The lead was reprogrammed. In a procedure on (B)(6) 2020, the lead was capped and replaced. The patient was stable.